Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) this report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
.Investigation: the disposable set was received for investigation. Aggregation was observed in the donation bag. The filter was rinsed with saline and a slow flow rate (10 ml) was observed. The filter portions of the returned set was tested for air leaks. No irregularities were found. The filter membranes in the set were visually examined. No abnormalities were noted. The cationization levels of the filter were found to be within specification limits. The manufacturing records, test records and inspection records were reviewed for abnormalities and none were found. The retention samples were visually examined and tested with the solution for volume measurement and composition of the solution. There were no abnormalities in appearance and each measured value conformed to established standards. Root cause: the root cause for this event could not definitively be determined. Leukocyte reduction failure is commonly caused by the following factors: characteristics of blood. There is a possibility of leukocyte leakage due to the donor's blood characteristics. Pressure load on filter membranes. When physical stress on filter membranes is greater than what is expected, trapped leukocytes are pushed out of the filter membranes and may result in leukocyte leakage. Pressure can be caused by squeezing or applying pressure on the filter while it is attached to the bag containing the filtered blood, which can result in pressure of the filter and possible leukocyte leakage.